Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator will not ventilate and continues to alarm. There was no harm or injury reported. No medical interventions were specified. Onsite service was performed by field service engineer (fse), device was tested and successfully passed. A solenoid valve was replaced and sent to product investigation lab (pil) for testing. The solenoid valve was tested at pil and error codes related to obstruction in the expiratory airpath and leak in patient circuit were observed. Additionally, the solenoid valve failed during verification testing. Pil concluded that internal contamination of the solenoid valve caused the ventilator service required alarm in the device.

Event description:
The manufacturer received information alleging a ventilator will not ventilate and continues to alarm. There was no harm or injury reported. No medical interventions were specified. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.